Manufacturer narrative:
(B)(4). Batch # m53x9c. The analysis found that one ple60a device was returned in good visual condition and with three cartridge reloads present. Cartridge (b), (B)(4) was received fully fired and in good visual conditions. Cartridge (c), (B)(4) was received fully fired and with cartridge deck damaged. Cartridge (d), (B)(4) was received fully fired and with cartridge deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck (c, d) and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an incomplete cut line. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used the device to create the sleeve gastrectomy. On the last fire in the area of the fundus, the surgeon fired a blue reload after waiting fifteen seconds with closed jaws. The fire sequence was fully completed as expected. After opening the jaws of the device, the surgeon noticed that the stomach is open - the knife cut the stomach but the staples didn't close in both the sleeve and the remaining of the stomach. The surgeon noticed that the staples (in open position and not b-shape) were scattered on the stomach. To overcome the situation, the surgeon asked the anesthesiologist to change the gastric tube to a narrow one and then used a new powered echelon and a new blue reload to cut and staple the open portion of the stomach. The procedure ended successfully. There were no adverse consequences for the patient reported.